Manufacturer narrative:
(B)(4). What was the initial procedure? Standard closure of skin small incision. What is the procedure date & event day? On (B)(6) 2021. Could you please provide the correct lot number? They do not have the correct lot number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength = 2360 g /m.

Event description:
It was reported that an animal underwent a wound closure procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke while throwing knots. There was a 2 minute delay to the procedure. There were no patient consequences reported. Additional information was requested.